Manufacturer narrative:
(B)(4). Web address: doi 10.1089/lap.2014.0461. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this reported to ethicon previously? Is there an alleged deficiency against the ethicon products (pds ii polydioxanone suture vicryl polyglactin 910 suture? Surgicel absorbable hemostat)? Does the principal investigator opine that the aes are attributed to the use of ethicon products? If so, can specific patient demographics be provided for the subjects of this article? If so, please include: pre-existing conditions, exact procedure performed (if not already specified in the literature), specific medical/ surgical intervention per patient. The product code and lot number. (B)(4).

Event description:
Literature title: running-clip renorrhaphy reducing warm ischemic time during laparoscopic partial nephrectomy. Author: kang sup kim, md; sae woong choi, md; jeong ho kim, md; woong jin bae, md, phd; hyuk jin cho, md, phd; ji youl lee, md, phd; sae woong kim, md, phd; tae-kon hwang, md, phd; and sung-hoo hong, md, phd. The authors reported a simple closure technique of the renal parenchyma using a knotless running suture with hem-o-lok clips (running-clip renorrhaphy) to minimize warm ischemic time (wit) and reduce intraoperative blood loss (ibl). A total of 79 patients with a small renal mass underwent transperitoneal or retroperitoneal laparoscopic partial nephrectomy (lpn) and were included in the study. Of which, 28 patients were randomized under group 1 with the suture technique performed by interrupted sutures with knot tying and 51 patients were randomized under group 2 with the technique of running-clip renorrhaphy. During the surgical procedure in group I, the interrupted suture was performed with vicryl 3-0 sutures prior to proceeding with the outer layer of the renal parenchymal suture in the case of an opened pelvicalyceal system or renal defect site bleeding, and a surgicel bolster was placed on the renal defect site, depending on the size of the renal defect. The outer layer of the renal parenchymal suture was performed using vicryl 2-0 interrupted suture closure with knot tying. After the suture closure of the renal parenchyma was completed, the vessel clamp, such as a bulldog or satinsky clamp, was removed. To make sure of bleeding control, the suture site was observed under low-pressure pneumoperitoneum. In group 2, a pds ii 2-0 suture was prepared on the back table by applying a hem-o-lok clip to the suture¿s terminal end by cutting to a length of 30cm. In the presence of an opened pelvicalyceal system and transected blood vessel, the running suture was performed by 15 cm-long pds 3-0 suture for closing the collecting system and secure sealing of the vasculature. After the initial suture, the renal parenchyma was initiated outside of the kidney and came out on the inside of the renal parenchyma using prepared pds 2-0 suture; the sutures were performed sequentially 4 or 5 times in a running manner, and sequential tightening and locking were performed with hem-o-lok clips. In group 1, reported complications included delayed hemorrhage (n-2) and urine leakage (n-1). In group 2, reported complications included delayed hemorrhage (n-1). It was concluded that the running-clip renorrhaphy is a safe, efficient, and operative technique in performing the lpn.